Manufacturer narrative:
The returned device was evaluated and pod was returned with the needle mechanism fully deployed. The needle mechanism was free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The device was received with the adhesive pad, no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The pod was returned with the cannula assembly fully deployed. Investigation found the exposed portion of the soft cannula to be damaged externally, preventing fluid from flowing the complete fluid path. The pod data was observed to be free of timeouts and drive stalls indicating the pod did not struggle to deliver insulin during runtime. The device was inspected for any abnormalities that would lead to the observed damage; none were found. The exact timing and cause of the observed damage could not conclusively be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient applied a new pod.